Event description:
Pt was revised because the lag screw was too long, irritating the soft tissue and causing pain.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the lag screw was too long. The original screw was 105mm and could be seen pushing out on the skin. It was causing soft tissue irritation and pain. It was replaced with an 85mm lag screw. Provided info marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.